Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating while the device was being tested prior to the start of a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.